Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer regarding a philips v60 ventilator related to device operation without a filter. It was reported that the ventilator was used without a filter while supporting a patient diagnosed with haemophiles influenzae, prompting a request for technical clarification and support regarding the correct use of the device under this condition. The customer reviewed the situation with the assistance of the remote service engineer (rse), who confirmed that clarification of the appropriate operating procedure was required for the reported configuration. The rse subsequently provided written guidance to the customer via email outlining the correct procedure for device operation. No device malfunction, performance failure, or component issue was reported or identified, and no patient impact or user injury was associated with this event. Resolution and disposition are pending ¿ investigation ongoing.

Manufacturer narrative:
The customer provided the rse with feedback stating that according to the surface plasmon resonance imaging (spri), which is a highly sensitive analytical technique that can be applied in various scientific and industrial fields (including environmental monitoring and contamination analysis), there is no point in taking a sample of the bacteria from the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.